Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibia and talus due to cystic changes.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, since the device was not returned for evaluation and but with available radiographs alleged event could be confirmed. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing or design related problems related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. With the available CT scans a formal medical opinion was sought: there are large cysts and some radiolucence visible in the CT scan. Both in the tibia and the talus. Therefore, loosening can be confirmed. Migration or subsidence is not visible. There is no underlying cause clearly visible or mentioned in the provided clinical information. A patient related factor with poor bone substance is likely as the underlying cause. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the formal medical opinion, most likely the root cause can be attributed to patient related due to poor bone substance. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibia and talus due to cystic changes.